Event description:
The end user reported the safety bail springs on their stretcher was broken. There was not injury or adverse event associated with the reported issue. An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer location. The reported issue was confirmed and the stretcher was repaired and returned to service.